Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. It was unknown if the patient was treated with antibiotics. Action with dianeal therapy was ongoing. On an unreported date the same month as onset, the patient recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.